Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional adverse events reported will be submitted via mw# 2210968-2019-89939.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and the mesh was implanted. It was reported that the patient suffered chronic right inguinal pain since implant and removal of the mesh was the last resort. It was reported that the patient underwent a wound debridement and partial mesh removal. It was reported that the findings included thickened mesh; double thickness or more; especially laterally as well as dense adhesions. It was also reported that there was heavy scarring and the patient was on a strict regimen with regular follow-ups with his physiotherapist.